Manufacturer narrative:
The technician found the brake steer caster rubber wheel is breaking apart due to normal wear and tear. The technician replaced the brake steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed was located in an offsite repair warehouse. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).